Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer states the ac charge light goes out after it has been plugged in after about 30 seconds. No info if there was pt involvement.